Manufacturer narrative:
Based upon the clinical findings, the reported type distal endoleak has been confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a manufacturing or design related issue or a root cause could not be conclusively identified based upon the available information. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre -implant image study.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Additional device's: common device name: limb extension model #120-13/c70f sa lot# 1039930-040 mfg. Date 02/26/2013 exp date: 01/31/2014. Common device name: limb extension model #120-13/c88f sa lot# 1040035-016 mfg. Date: 03/27/2013 exp. Date: 02/28/2014.

Event description:
It was reported post implant of a bifurcated device, an infrarenal aortic extension, and three limb extensions, the patient was seen routinely for a follow up. A computed tomography scan revealed a distal endoleak. The physician elected to correct the endoleak by implanting a limb extension. The patient was reported to be doing well.